Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip was deformed. The following information was provided by the initial reporter: "staff advise that the 50 ml plastipak syringe tip is longer than usual and bent when used."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-may-2022. H.6. Investigation: one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be deformed and twisted. A device history review was performed for reported lot 2108083, finding one annotation related to the alleged defect. During the molding process, pins from several of the cavities had broke and use in those cavities had stopped, including the one which this sample was molded. The pins are used to help shape parts of the syringe, including the tip. Any issues or damage with this piece can result of improper forming of the device, as seen on the product reported. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, this incident was determined to be related to the issue found during manufacturing, the impacted piece not being properly identified and discarded.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip was deformed. The following information was provided by the initial reporter: "staff advise that the 50 ml plastipak syringe tip is longer than usual and bent when used."